Event description:
It was reported that after changing a steel infusion set on an ilet system, the user did not fully reconnect the tubing and observed insulin drops at the disconnect point, followed by hyperglycemia with a reported peak blood glucose of 327 mg/dl for approximately three hours. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy use, and no ketone testing. Investigation included user interview and troubleshooting with education regarding proper infusion set connection. Investigation of this case revealed an infusion set connection issue leading to inadequate insulin delivery and subsequent elevated glucose. It was concluded that the event was related to user technique during infusion set change, with device function not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.